Event description:
A pt reported experiencing inaccurte erratic results with a otb original meter. The pt's blood glucose results were 400mg/dl, 112mg/dl. Tests were done within < 10 minutes with a difference of 100%. Pt did not experience any adverse events. No further info has been reported.